Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was rewound, loaded, primed, and exercised with no alarms occurring. Review of the pump download history revealed multiple loss of prime alarms. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported loss of prime warnings after she changed her cartridge. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. There was no reported patient impact associated with this complaint.